Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation at the beginning of the implant procedure, there was an alert noted regarding the longevity analysis of the device. Technical support was contacted, and after consultation, it was decided to use a new device as the device¿s battery voltage was below the implant requirement. The procedure was completed successfully, and the patient was stable with no consequences.